Event description:
It was reported that during insertion of this implant in a bankart repair, the anchor broke. There was no reported injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the product has not yet been received for evaluation. A follow-up report will be sent upon return of the product and completion of an investigation.